Manufacturer narrative:
The patient received a hip revision on (B)(6) 2021. Due to infection the patient received a second revision on (B)(6) 2021. The surgeon performed a washout and revised the right hip. The bioball delta keramik-steckkopf ø36 mm, the bioball 7,5 ° offset adapter, 12/14, 2xl and the global cup poly liner lipped were explanted. The product was not returned. The batch review - especially for the sterilization records - was performed and brought up no deviations. Also no similar complaint with similar batch numbers has been reported yet. A possible root-cause by transport damage is excluded because of existing transport validation and further monitoring and inspection measures by the distribution partner, who reported no packaging damage. The risk of infection is a known risk with the procedure and covered by the risk analysis and corresponding information is given in the belonging accompanying product information. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
The patient was revised for hip due to infection on (B)(6) 2021. This is the second revision due to infection for this patient. The first revision occurred on (B)(6) 2021. The surgeon performed a washout and revised the right hip, global liner, merete femoral head and merete femoral neck were explanted. The surgeon removed the cup screws to see if there was infection behind the cup, then performed a washout and implanted new screws.